Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the autoclavable camera head exhibited image is very dark. The issue occurred during inspection for use. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Updated fields- d8, d9, h2, h3, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable leakage. A definitive root cause could not be identified. Based on the results of the investigation, a presumable cause for the customer allegation could not be determined. However, it is likely the cable leakage occurred due to a cut in cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.